Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm. The customer reported blood glucose value of 17.6 mmol/l. The customer reported hyperglycemia treated with ems/ambulance/ER visit. The event involved product(s) mmt-1885. Customer reported insulin flow blocked alarm (past/resolved event). The issue was resolved. No further patient complications were reported. No product return is required for mmt-1885.

Event description:
Updated summary: customer reported having an insulin flow block on (B)(6) 2024 with a blood glucose of 17.6mmol/l. Per (B)(4), customer had a high blood glucose on (B)(6) 2024 and went to the emergency room at 18:50 for a high blood glucose of 24.5mmol/l. No insulin flow block was reported for the high of 24.5mmol/l. The high was treated with 4u of bolus from the pump while in the emergency room. Pump passed self-test. Troubleshooting was done for the 24.5mmol/l but not for the 17.6mmol/l. Pump was used within 48 hours of the high. Per carelink, the insulin flow block occurred after the blood glucose of 24.5mmol/l and after a set change while the customer was giving the about 4u bolus to treat the 24.5mmol/l (most of the insulin went through and the sensor glucose was lowered). Per carelink, smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.